Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittent and front response button required excess force to activate. The causes of the reported malfunctions were the response button switches were defective. The root cause for the defective response button switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.